Manufacturer narrative:
Conclusion: as per the dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contradicted. This patient had an acd of 2.8 mm at the time of implantation. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have no damage. (B)(4).

Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. Pt weight: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -09.00 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.